Event description:
A customer reported an altitude alarm issue with their insulin pump, which caused their insulin delivery to be suspended. There was no adverse impact on the customer's blood glucose level. Despite attempts to resolve the issue, including cleaning the speaker holes and troubleshooting the pump, the problem persisted. Consequently, a pump replacement was initiated by technical support. The customer was advised on how to put the pump into storage mode and informed about the steps to take upon receiving the replacement pump. The customer acknowledged the instructions and will use multiple daily injections as a backup therapy during the transition. The replacement pump was sent to the customer, who was instructed to return the faulty pump using the provided return box and pre-paid label.